Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom us acetabular component 54/48 n on the left side on (B)(6) 2006. The pt was revised on (B)(6) 2007 due to loosening and pain.

Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in 07/2008 as referenced above. Should additional info become available and / or the device(s) be returned for eval and an investigation result becomes available, that changes this assessment, an amended med device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).